Event description:
It was reported that a minimum fill notification occurred after the customer was reloading the cartridge, which contained 80 units or more of insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.